Event description:
It was reported by plaintiff's attorney that the plaintiff was implanted with an elevate system. It was alleged the plaintiff experienced "severe and permanent bodily injuries and significant mental and physical pain and suffering," "infection or inflammation, tissue abrasion," as well as other damages.

Manufacturer narrative:
Should additional information become available regarding this event it will be re-evaluated and a follow-up report will be sent.